Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that there was a balloon hole and leak. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel of venae capitis brachii superior to the elbow joint. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an arteriovenous fistula occlusion. During the procedure, it was noted that the balloon could not fully expand while inside the patient. The device was withdrawn from the patient. Upon checking, it was noted that it was leaking close to the blade, and a hole in the balloon was observed. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.